Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers (h10j09033, h10l03024), with no defects noted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event.as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (dosages, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced patient made mistake/ touch contamination/did not clean the exchange area before starting pd. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The consumer stated that due to the infection the patient had lost a lot of weight. Treatment information was not reported. Dianeal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered. The outcomes for the events of patient made mistake / touch contamination/did not clean the exchange area before starting pd and lost a lot of weight were not reported. An opinion of causality was not reported by the consumer. An opinion of causality was not reported by the nurse.